Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the screen on the complaint device froze and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
H10: the field service engineer provided information to the customer that no issues could be found with the device. The device remains on site and in use at this customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.